Event description:
Same case as MFR # 6000089-2004-01488. Clinical study. It was reported that 196 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the svg to rca with 99% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was initially treated with cutting balloon angiogplasty utilizing percusurge distal protection. This was followed by placement of 2 overlapping taxus stents (3.5 x 32 mm and 3.5 x 28 mm). Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged the next day. The pt was readmitted 6 mos later with acute unstable angina. Per the ER note, the pt stopped taking their aspirin and plavix about one week earlier in anticipation of a scheduled lung biopsy (that did not take place). Cardiac enzymes were negative and EKG showed no acute t wave changes. Cardiac catheterization two days later revealed: lmca - normal, lad - intimal disease proximally without focal obstruction, lcx - probable total occlusion on om1, om2 normal, rca - occluded proximally, svg to rca (target vessel) - 90-95% instent restenosis. The same day, the instent restenosis in the svg to rca was treated with cutting balloon angioplasty utilizing a filter wire distal protection device. This was followed by placement of a 3.5 x 20 mm taxus stent. There was no residual stenosis. There were no reported complications and the pt was discharged the next day.